Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of impaction plate at unknown procedural step.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Previous investigations found eco-416321 was implemented on march 12, 2013 that changed the material of the handle from aluminum to overmoulded silicon. The root cause appears to be a combination of product design, misuse, and heavy usage. The date code j0911 indicates the instrument was manufactured in september of 2011; prior to the change. Based on the investigation, the need for corrective action is not indicated. Continue to monitor through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).